Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. Device failed sleep current measurement due to corroded battery tube and corroded electronic assemblies. No unexpected pump error 47 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose value was 300mg/dl. Customer stated they were able to clear the alarm however not bale to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.